Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and firmware errors and screen error alarms were observed. Hardware battery errors were also found which confirms a bad receiver battery. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2016 on behalf of the patient to report that the receiver displayed hwbat on (B)(6) 2016. The clinician did not report injury or medical intervention. No additional patient or event information is available.